Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that the insulin pump got exposed to water. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was 370 mg/dl at the time of call. The customer's spouse performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.